Event description:
It was reported the device was used during a laparoscopic tubal ligation. It was reported the surgeon armed the trocar (511sd) but the trocar would not stay armed to allow the blade access to go through skin layers. The surgeon opened new trocar to finish the case. There were no consequence to the pt.